Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's business manager called on patient's behalf to report a right hip replacement done on (B)(6) 2013. It was stated that 2 months ago the patient fell while walking and has been experiencing excruciating pain ever since. The business manager stated that a recall notice was sent to the patient and surgeon advise a revision surgery. The patient wants to confirm if the implants were involved in a recall.